Event description:
The customer reported to olympus, there was no image on the hd autoclavable camera head prior to a therapeutic hysteroscopic surgery when the device was being inspected prior to use. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Although the customer¿s allegation of ¿no image¿ was not duplicated during evaluation, the image was found to be flickering due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it was found that the image flickered due to a cable failure. It is likely that the cable failure caused a temporary communication failure and the image was temporarily not displayed. The root cause of the event could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to g2.